Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the system monitor being dropped and audible alarms no longer being heard from the power module was not confirmed. The system monitor was not returned for evaluation. Multiple requests were made to obtain additional information (including if the issue was resolved by exchanging the system monitor, if the power module successfully triggered audible alarms after the system monitor exchange, and the tracking information for the returning system monitor); however, no response was received. This file will be reopened with further analysis if the system monitor is returned at a later date. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the system monitor, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The system monitor was shipped to the customer on 09feb2011. Heartmate ii instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all system controller and power module alarms and the actions to take when an alarm occurs. This section also describes that all the system controller and power module alarm conditions are accompanied by a visual indicator and audio tone. Heartmate ii instructions for use (IFU) (rev. C) section 8, entitled ¿equipment storage and care¿ describes how to care for and clean all equipment, including the system monitor and the power module. Section f, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate ii left ventricular assist device (lvad) equipment, including the system monitor and the power module. Heartmate ii patient handbook (rev. C) and heartmate ii instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
Related MFR #: (B)(4). It was reported that the system monitor was dropped, resulting in an inability to issue audible noises when attached to the power module and actively displaying both hazard and advisory alarms. Neither the power module nor the system monitor issued an audible alarm despite visual alarm messages being displayed on the power module for a considerable length of time. There were no visual alarm messages on the system monitor.